Event description:
While sitting in a chair at home this pt felt a pop in his hip and experienced severe pain. On x-ray in emergency dept a dislocation of the left hip was confirmed. In surgery 12/6/96 the previously inserted (10/13/94) femoral component was completely disassociated at the stem, trochanteric module junction and the trochanteric module and extra long femoral head were lying free in the soft tissue.